Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks for a fast atrial fibrillation (af) rate. Device data was uploaded and treated episode 002 was reviewed by boston scientific technical services (ts). Data revealed that the patient's heart rate started in the 150 bpm range while the patient was shoveling snow. The rate abruptly increased to near or above the shock zone rate cut-off. The patient ended up getting all 5 shocks available for an episode. The rhythm was very fast (226-234ms). Ts discussed that changing vectors would not make a difference in this case. The patient later underwent an atrial ablation procedure. No further changes have been made to the s-ICD system and no report of any adverse patient effects.